Event description:
Cpi received info that one day after implant of this oscar lead (4440), it had dislodged, one week later an invasive procedure was performed to replace the lead, with another (4440) lead, which was successfully implanted. The (4440) lead had not been returned for analysis.